Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is without stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. Subsequently, the patient will undergo surgical intervention at a later date to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a new one. Reportedly, effective therapy resumed post-operative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information identified surgical intervention was undertaken on (B)(6) 2016, where the lead was disconnected and intraoperative testing was performed. All impedances were within normal range. The physician decided not to revise the lead.

Manufacturer narrative:
The ipg was explanted and replaced within the same lead revision surgery on (B)(6) 2016 instead of (B)(6) 2016 as previously reported (reference MFR. Report#: 1627487-2016-03651-02). Corrected data: the explant date was entered in error, as the lead remains implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional review of the information provided identified the ipg was explanted and replaced within the lead revision surgery on (B)(6) 2016, instead of (B)(6) 2016, as previously reported. In addition, analysis of the ipg was performed and resulted in normal device characteristics.